Event description:
Reportedly this valve was explanted after 6 days due to aortic insufficiency and leaflets appearing stiff and stuck in an odd position. The surgeon replaced with another valve. Pt doing well.